Manufacturer narrative:
(B)(4).

Event description:
The complaint states that early sensor expiration occurred for the g6 sensor. The sensor was inserted into the abdomen on (B)(6) 2023. Data was provided for investigation. The problem was not confirmed for g7 wearable. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.